Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and seroma - late.

Event description:
Patient reported right side "capsular contracture, baker grade iii, they had 30 cc of fluid removed, many symptoms, they just want the implants removed as they are making them sick," and "had the capsules removed and same implants put back in." Patient additionally reported "high blood pressure" and "dizziness;" these events are not related to the device. The device remains implanted.